Manufacturer narrative:
(B)(4) concomitant medical products: 11-210063, explor 8 x 28 mm impl stem w/scr, 839040. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00785.

Event description:
It was reported that the patient underwent left elbow arthroplasty. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
It was determined this reporting is a duplicate of (B)(4), MFR- 0001825034-2013-00829. Please void this submission.